Event description:
Info was received in sept 2004 from a nurse regarding a pt with a history of osteoarthritis, previous synvisc series (2002 - no adverse reactions), anaphylactic reaction to pneumovax (2002) and hypertension, who experienced an anaphylatic reaction (face was on fire and got very read, eye swelled up and could not get a deep breath). Pt began a treatment with synvisc in 2004. The pt received two injections of synvisc into unk knee. Following the second injection, pt felt like their face was on fire, got very red, their eyes swelled up and pt could not get a deep breath. Pt went to the ER and was treated with benadryl and prednisone. The symptoms subsided and pt was released from the hosp. The nurse reported that the pt had an "anaphylactic reaction when given synvisc." There was no reaction for the first injection is this series. At the time of this report, the pt "still did not feel back to normal."